Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the that the lead was received in two pieces. Insulation abrasion was noted at 32.0 cm to 32.3 cm from distal tip, exposing the outer coil. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the right atrial lead impedance was intermittently low. The lead was explanted and replaced. The patient was in excellent condition post procedure.